Manufacturer narrative:
Date of event occurred between (B)(6) 2012 - (B)(6) 2013. Exact date was not detailed. The device was not returned for evaluation.

Event description:
The following event which occurred in (B)(6). Details: the user facility reported an event related to, boxed patient circ assy,31a,filt/d. It was alleged by the customer that the sensomedic oscillator leaked on the circuit and this was not the first time. According to the hospital, the leaks occurred during the period of time between (B)(6) 2012 and (B)(6) 2013. The user facility complaint reported details: "we have been experiencing problems with the sensomedic oscillator circuits for several months. When the circuit gets wet a leak develops at the humidifier / chamber end which we have to seal with some tape. During high usage winter months we noticed that when patients being ventilated on high pressures, the ventilator will stop working. When the nurse examines the circuit she notices that a leak has automatically developed in the corner where the chamber connects to the heated wire circuit elbow. The circuits have lost rigidness they use to be very stiff and strong. Lately we noticed that the circuits are soft, weak material hence prone to be kinked hoses. The corner elbow where the humidifier links to the circuits is not a secure fitting! Is there any chance that this connection be made a fixed seal site and not able to disconnect. In the last 6 months we have experienced problems with 15-20 patients and this is not safe for the critically sick children who are on high pressure ventilations."